Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer bearings fell out when the drawer opened to removing the medications. A field service engineer found that the left rail of drawer 4.1 had bearing cage in the front which was slipped out and replaced the drawer with an extra drawer. Further, the engineer replaced extra drawer with new drawer and tested the drawer in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bearings had fallen out when drawer was opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.